Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation: the meter involved with this complaint has been returned on 9/10/2014 and evaluated by product analysis (pa) on 9/11/2014 with the following findings: the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/16/2014).the patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately compared her feelings and or normal results and when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014, at 10:55 a. M., at an unspecified date/time, the patient obtained a blood glucose reading of ¿289 mg/dl¿ with the subject meter. At another unspecified date/time, the patient obtained blood glucose readings of ¿299, 313 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 2 hours after the alleged issue occurred, she developed symptoms of ¿shakiness¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.